Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced six infusion sets cannula kinked events on (B)(6) 2024. All the events occurred within 3 hours of insertion. The set was in use for a few hours and patient resolved all the events by replacing infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.